Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the unit did not interrogate and the link electronic module board was replaced and calibrated to resolve. It was also noted that the system fan was noisy and it was also replaced, as well as the hard drive being reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that the programmer would not interrogate and the wand had been changed. The programmer was returned for repair. No patient complications have been reported as a result of this event.